Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported reservoir leaked during the fill process. Customer stated the insulin leaked out of the needle from the transfer guard. The blood glucose reading was 147 mg/dl. No further information was reported.

Manufacturer narrative:
Inspected two opened and used reservoirs. Performed pre-filled test and reservoirs failed per specifications. The reservoir's transfer guard needles found to be occluded. Checked snap-cap and septum for anomaly and none were found. Performed occlusion test, using a new lab transfer guard and reservoir passed with no occlusion noted.